Manufacturer narrative:
During quality investigation, the complainant's complaint was confirmed; the device overheated during testing. Further investigation revealed corrosion damage within the internal parts of the device. The primary cause of the failure was attributed to the corroded motor. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill was sent in for repair due to overheating. There was no pt involvement; no adverse event was associated with the device.